Event description:
Attorney reported: 2003--pt underwent an incisional hernia repair with implant of a kugel mesh patch, the same day --after the surgery, pt reports pain, which became progressively worse over three weeks the following month--pt admitted to the hospital and discovered to have a postoperative enteric fistula at the repaired hernia site and a wound infection. Pt hospitalized for 24 days and was kept on total parenteral nutrition via a chest feeding tube, due to the fistula. Pt was given several types of antibiotics for her abdominal wound infection, which not heal. Fistula drained for several weeks and subsequently, pt developed sepsis. Twenty four days later--pt transferred to another hospital for 24-hour care and further treatment of her draining fistula, abdominal wound infection and sepsis. A month later--pt discharged from hospital. The same day--pt returned to residential nursing home. The fistula and infection on pt's abdomen would often heal and re-develop over the course of the next 15 months. Nurses at the retirement home would continuously change pt's dressings. In 2005--pt re-examined for her draining fistula at the hospital. The physician noted that the kugel patch was clearly visible through an opening in her abdomen. The same month - pt admitted to hospital for surgery to have the mesh patch explanted and the colocutaneous fistula closed. On the following month--pt discharged; in early 2005--pt hospitalized for fever, adhesions and infection related to the site where the patch was removed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.